Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation, part was discarded by the facility. State reported: (B)(6). Initial reporter is j&j company representative. (B)(4). PMA/510k: unknown, as specific lot numbers are unknown; without a lot number the device history records review could not be completed. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, a primary fusion between l2 to s1 was performed. It was also reported that on an unknown date it was found that the following screws had backed out. 2 screws (04.607.054s) which was deployed at l2. 2 screws (05.607.055s) which was deployed at l3. A revision procedure was performed for extending the fusion range up to t12, l1. No further information is available. This complaint involves four (4) devices. This report is for one (1) uss-ii-polyaxial pedicscr ø7 l40 tan gre. This report is 1 of 4 for (B)(4).